Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site 06/06/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's open spine clamp screws were stripped and would not tighten down properly. The surgeon continued the procedure using the percutaneous spine clamp. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.